Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the energy on the hemopro device would not turn off and caused smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, the energy on the hemopro device would not turn off and caused smoke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.